Event description:
This 45 year old female had bilateral silicone-gel breast implants placed in 1972. This reporting user facility had no knowledge of the implant MFR's identity. The pt has developed severe encapsulations and breast pain surrounding the old silicone gel implants. At the time of surgery, the implants and capsules were attempted to be removed as a complete unit. The right implant appeared to have had a fair amount of leakage as the capsule itself had a greasy silicone feel to it. The capsules were egg shell-like and shattered much like that of an eggshell. Gross exam: the right implant was ruptured. The left implant was intact.